Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009, due to pain, aseptic loosening, and subsidence of the femoral stem. The modular head, taper adapter, and femoral stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse reactions number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity" and number fourteen states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00376 / 00378).

Manufacturer narrative:
Corrected revision date to (B)(6) 2009.

Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009, due to pain, aseptic loosening, and subsidence of the femoral stem. The modular head, taper adapter, and femoral stem were removed and replaced.